Manufacturer narrative:
Product has not been received by manufacturer in time for this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: the cuff on the device was not working. Unk when defect was discovered. No injuries reported.